Event description:
Underdelivery reported: the pump was programmed in the continuous mode to deliver milrinone (concentration unspecified) at 1.8ml/hr. It was reported that the pump alarmed "occlusion" and the pt's family member was unable to resolve the alarm event. There was no info available related to the suspected cause of the alarm event or the pt's venous access catheter patency. During the interruption, the pt became short of breath and was taken to the emergency room. There was no info available related to any other signs or symptoms that the pt exhibited during the interruption. From the emergency room, the pt was admitted to the hosp for observation and monitoring. The customer contact did not have any info related to the course of treatment the pt rec'd in the hosp. The pt was discharged to home after 24 hours and resumed continuous inotropic therapy without further reported event. The customer contact stated that there was a back up pump in the home, but the pt's family member was not comfortable resuming therapy without the pt being seen by a physician. Though requested, there was no add'l info available.